Event description:
It was reported that the patient received six shocks from the patient's implantable cardioverter defibrillator (ICD) in the previous week. The patient also received one shock in 2011 and one shock in 2012. Follow-up was conducted with the patient's clinic, but the patient had not been to the clinic since the date of the reported shocks. The ICD remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reported device is a cardiac resynchronization therapy defibrillator (crt-d), not an ICD. The patient was taken via ambulance to the hospital where programming changes were reportedly made. The patient also reported that their right hand, leg and ankle had been swollen since crt-d implant and their right arm was always cold.